Event description:
It was reported that after four hours, the error message ¿tart sensor disconnected¿ was displayed. The cardiohelp was turned off and on. The error message was still displayed. Therefore the cardiohelp was exchanged during treatment as no arterial temperature was displayed. After 30-45 min of the exchange the error message was again displayed. After that the hls set was exchanged and the failure was solved. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that after four hours the error message ¿tart sensor disconnected¿ was displayed. The cardiohelp was turned off and on. The error message was still displayed. Therefore the cardiohelp was exchanged during treatment as no arterial temperature was displayed. After 30-45 minutes of the exchange the error message was again displayed. After the exchange of the hls set the failure was solved. The failure occurred during treatment. The getinge field service technician (fst) confirmed that the exchange of the cardiohelp did not solve the failure and therefore the customer did not requested a service of the cardiohelp device. According to the logfile analysis the message "tart sensor disconnected" was displayed multiple times on the date of event. As the exchange of the cardiohelp did not solve the failure, the root cause can be narrowed down to: the affected hls set, which will be investigated in complaint# (B)(4) (mfg report number 8010762-2022-00516). - the risk file of the cardiohelp device which states that the temperature sensor is defective in the instruction for use of the cardiohelp (IFU, cardiohelp system, chapter 9 messages) it is stated that if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial temperature sensor an external sensor can be connected (IFU, cardiohelp, chapter 5.3.3 connecting external temperature sensors). The device was manufactured on 2021-02-16. The device history record of the cardiohelp was reviewed on 2023-01-09. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "arterial temperature not reading caused by the hls set" was not related to the cardiohelp device. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2021-12-18 till 2022-12-18 ). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.